Event description:
Cause of death peritonitis. Autopsy revealed feeding tube with longitudinal tear in tube before it got into stomach; thus causing the peritonitis. Death did not occur at facility where autopsy was done. Pt was transferred to this facility for autopsy only.